Event description:
Procedure: bowel resection. According to the reporter, the patient was undergoing an elective excision of mesh with squamous cell carcinoma. On (B)(6) 2015 it was discovered that the patient suffered from a strangulated bowel through a hole in the mesh. The bowel was resected and anastomosed. The patient developed multi organ failure and demised in the intensive care unit (ICU) approximately 31 days later. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: no sample was provided for evaluation. Photographs show the mesh inside the patient body and the mesh following explantation. The visual examination of the pictures of the mesh inside the patient body reveal that the bowel passed through the mesh. The visual examination of the pictures showing the explanted mesh reveal that there are two holes. One is bigger than the other and seems to be located where the bowel passed through (between the length midline and the edge). There are three visible suture threads. A cut of the mesh could also be observed from the edge to the biggest hole. Furthermore all pictures show a mesh which textile pattern does not match with the reported mesh. Without the sample a detailed investigation could not be performed. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(6) 2015.